Event description:
Md noted approximately 1mm of "play" in the angled portion of the distraction component. The device was being mounted on a testing apparatus at the time. It should be noted the device was previously used without incident on a pt.